Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Programmer 37743, serial # (B)(4); lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown.

Event description:
The patient reported a loss of therapeutic effect and no stimulation sensation. She was not able to adjust stimulation. The patient was referred to her physician and an end of service message was noted. The ins was replaced on (B)(6) 2011. The patient was reported as doing well. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information received reported the implantable neurostimulator was replaced. The physician was concerned the battery lasted less than a year. The patient was receiving effective therapy following replacement. The patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined the ins was at normal end of life with no significant anomalies. Telemetry and output were okay. The ins was at end of service (eos) and the bit was reset to test output. The longevity estimate was the eri was 4.99 and the eos was 7.99 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.